Event description:
It was reported that the patient was admitted on (B)(6) 2015 with a non st elevation myocardial infarction. The left circumflex coronary (lcx) artery was predilated with a balloon dilatation catheter, but multiple stents were unable to cross the lcx lesion. The lcx was treated with rotational atherectomy and perforation with cardiac tamponade occurred. Pericardiocentesis was performed and the perforation was treated with balloon inflation. The 2.8x16mm graftmaster rx was deployed in the lcx for the perforation, but it did not stop the bleeding. Two thrombin injections were administered in the vessel, which slowed the bleeding, but it did not stop the bleed. A pericardial drain was left in place. It was decided to leave an inflated balloon in the lcx and the patient was taken to the intensive care unit where the patient had a code blue and expired the next day on (B)(6)2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint handling database revealed no similar incidents for stent graft leak reported from this lot. The reported patient effect of death, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.